Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, g5 unable to interact after alert will sound button pressed occurred. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of a g5 unable to interact after alert will sound button pressed could not be determined. A root cause could not be determined.